Event description:
During testing at the user facility, the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device mechanism has been received. The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.